Manufacturer narrative:
Findings: pump monitored for several days and no blank noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test anomalies noted. No unexpected signal too low or unexpected alarm anomalies noted. No unexpected battery power loss anomalies noted. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. .the customer stated they had an emergency and the insulin pump was working fine until the morning and changed the set and then out of nowhere the power went off and saying no battery and no insulin. The customer changed the battery this morning and the insulin. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's recommendation. The insulin pump will be replaced. The insulin will be returned for analysis.